Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic vertical sleeve gastrectomy procedure, during the second firing, the staples on the patient side did not form correctly. The inner most row (closest to patient) formed but the others did not about 1/3 of the way from the end of the firing. A new device was used to fire across end of staple line and staple line was over sewn. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60t cartridge loaded in the device. Additionally, the reload was received with the left side partially fired 1/3, right side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the cartridge pan was noted to be partially dislodged at right proximal end. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.